Manufacturer narrative:
Expiration date: ni.

Event description:
A report was received that following a trial procedure, the patient was experiencing burning and stinging sensation at the lead site. The patient developed an infection. Symptoms of pain and puss at the lead site were noted. The patient had competitors leads. It was believed that the infection was not device related but could have been procedure related. The patient was placed on antibiotics and underwent a lead pull procedure.

Manufacturer narrative:
Additional information was received that no further information could be obtained.

Event description:
A report was received that following a trial procedure, the patient was experiencing burning and stinging sensation at the lead site. The patient developed an infection. Symptoms of pain and puss at the lead site were noted. The patient had competitors leads. It was believed that the infection was not device related but could have been procedure related. The patient was placed on antibiotics and underwent a lead pull procedure.